Event description:
According to the doctor, who performed the procedure, a 22gx5" spinal needle was inserted without any problems under fluoroscopic guidance. There was difficulty in the prone position, so pt rotated to lateral position and needle was readjusted slightly. The needle fractures at midpoint. A 1" incision was made and the needle was surgically removed.

Manufacturer narrative:
The pt was turned from a prone position to a lateral position with the needle still placed inside. The change of position with needle inside the pt could have caused the needle to break.